Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the hf-resection electrode had ½ the loop break away completely as the scope was being withdrawn. The patient was x-rayed and the device was not found. This malfunction occurred during a procedure. There were no reports of patient harm.